Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of prosthesis wear of the liner due to edge loading which subsequently led to wear of the cup as a result of contact from the femoral head. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant device: cup (cn: unk, sn: unk), head (cn: unk, sn: unk).

Manufacturer narrative:
Pending evaluation. Concomitant device: cup (cn: unk, sn: unk). Head (cn: unk, sn: unk).

Event description:
As reported, this (B)(6) female patient complained of pain, discomfort and edge loading on the right cup, for how long is unknown. The surgeon revised the cup, liner and head using competitor products to revise the cup and liner. Device not returning, due to hospital policy. Patient was last known to be in stable condition following the event. The initial implant date if the revised devices is not known.